Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. Literature citation is unknown.

Event description:
Abiomed received a literature article titled "a case of lmpella-lnduced aortic regurgitation that offset the lmpella flow" that stated a patient was on impella 5.5 pump for support. The pump positioning was contributing to/causing heart valve damage in the form of aortic regurgitation (ar). The aortic leaflets were disrupted by the pump positioning. After the removal of the impella, ar was improved, suggesting it was secondary to malcoaptation of the aortic leaflets. The patient was discharged from intenstive care unit and was stable.

Manufacturer narrative:
The investigation of heart valve damage and positioning issues has been completed. The impella device was not returned for evaluation. Heart valve damage: data logs were not returned as well. Therefore, the root cause of the heart valve damage issue was not determined since the clinical information about the damage is insufficient and pump and data logs were not returned. Positioning issue: the root cause of the positioning issue was most likely patient condition related patients' anatomy since doctors were able to improve the ar by removing the impella position since impella was interacting with the cardiac morphological characteristics with the angular bend between ascending aorta and left ventricle and the damaged aortic leaflets.